Manufacturer narrative:
Device photo analysis results: it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ silicone migration: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side device rupture and suspected capsular contracture, baker grade unknown diagnosed by ultrasound and MRI. Subsequently, healthcare professional reported also silicone migration and later, it was confirmed that there was no capsular contracture, but the device was ruptured. Device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade unknown diagnosed by ultrasound and MRI. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown. Cont e1 phone number (B)(6).

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade unknown diagnosed by ultrasound and MRI. Healthcare professional later reported silicone migration. The device has been explant and replaced with another manufactures device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.